Manufacturer narrative:
This report is being filed as a final report, as no investigation will be undertaken on this complaint. However, the device ((B) (4)) will be investigated through the original complaint.

Event description:
Customer reported that due to a delivery issue, (customer had been promised a next-day delivery of a replacement meter which did not arrive), she could not check her glucose level and then subsequently experienced a medical event. She further reported that she had been watching television, stood up to go to the restroom and then lost consciousness. Paramedics were called and transported customer to a local healthcare facility where she was diagnosed with hyperglycemia and treated with insulin and an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event. Customer service arranged to replace customer's products via a field exchange.